Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified opening curved on anterior and broken plug strap. Leak test and microscopic analysis was performed which identified creases flat, broken striated on plug strap and sharp opening on anterior. The fill test inspection was performed; the result is no blockage. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on anterior due to an unidentified (tear) opening and a striated edge broken on plug strap due to surgical damage consistent in the use of some surgical tool. Reason for reoperation: deflation.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.